Manufacturer narrative:
It was stated that the sample was repeated again on (B)(6) 2016 and the result was high. No specific value was provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e601 analyzer. The sample initially resulted as 364.6 miu/ml and this value was reported outside of the laboratory. The physician questioned the result since the patient was (B)(6) (first trimester). The original sample tube was pulled and repeated, resulting as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated by the analyzer at a 1:100 dilution, resulting with a final value of 117361 miu/ml accompanied by a data flag. The sample was also repeated a second time, resulting as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated by the analyzer at a 1:100 dilution, resulting with a final value of 111142 miu/ml accompanied by a data flag. The sample was repeated a third time on an e411 analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was diluted and repeated on the e411 analyzer, resulting as 109961 miu/ml accompanied by a data flag. The repeat result was believed to be correct and the result was updated on the customer's laboratory information system. The patient was not adversely affected. The hcgb reagent lot number was 190280. The reagent expiration date was asked for, but not provided. The field service representative could not determine a cause. He ran performance testing and this was within specifications. The customer successfully ran all controls, with all results within the customer's established ranges. A specific root cause could not be determined based on the provided information. Centrifugation conditions of the sample were found to be outside of the specified range, so a root cause related to pre-analytic sample handling could not be excluded.